Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), the first episode of arthralgia ("joint pain"), dizziness ("dizziness"), alopecia ("alopecia"), depression ("depression"), neck pain ("pain in the neck") and the second episode of arthralgia ("pain in the knee") in a 39-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. The duration of use was 2 years. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced the first episode of arthralgia (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), neck pain (seriousness criterion hospitalization) and the second episode of arthralgia (seriousness criterion hospitalization). The patient was treated with surgery (surgery to essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, alopecia, depression, neck pain and the last episode of arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, depression, dizziness, medical device removal, neck pain, the first episode of arthralgia and the second episode of arthralgia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: medical device removal analysis in the global safety database revealed 1277cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2019: the case will be deleted from bayer pv database. Nullification reason: after discussion with health authority, this case was identified as a duplicate of case 2018-035907. All case information from 2019-049736 has been transferred to 2018-035907. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal "), the first episode of arthralgia ("joint pain"), dizziness ("dizziness"), alopecia ("alopecia"), depression ("depression"), neck pain ("pain in the neck") and the second episode of arthralgia ("pain in the knee") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. The duration of use was 2 years. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced the first episode of arthralgia (seriousness criterion hospitalization), dizziness (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), neck pain (seriousness criterion hospitalization) and the second episode of arthralgia (seriousness criterion hospitalization). The patient was treated with surgery (surgery to essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, alopecia, depression, neck pain and the last episode of arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, depression, dizziness, medical device removal, neck pain, the first episode of arthralgia and the second episode of arthralgia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-mar-2019 for the following meddra preferred term: medical device removal analysis in the global safety database revealed 1277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.